Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The tap was visually evaluated and found to be in good cosmetic condition; minor discoloration was observed. The tap has a transverse fracture through the threads that is typical from excessive force. The broken tip was not returned; approximately 7 mm of length to the tip is missing. The complaint was confirmed as the tap was found to have been fractured. The instructions for use (IFU) states in the cleaning and sterility section: ¿instruments which have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose.¿ the IFU also states the one use nature of this product: ¿lactosorb self-drilling taps are labeled for single use only.¿ there are no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to excessive force. This part has remained in the field for approximately eight years without any reported previous complaints or defects. All lactosorb tap threads and all other critical features are inspected prior to distribution. For these reasons. The device history records (DHR) of this product will not be reviewed. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot #: based on the po (B)(4) etched on the tap, two potential lots were identified 160230 and 856560. Device manufacture date: lot 160230 manufacture date is 12/15/2009 and lot 856560 manufacture date is 6/10/2009. These sections were updated: date of this report, lot number, date received by manufacturer, type of report and follow-up number, type of follow-up, device evaluated by manufacturer. Additional narratives/ data.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tap fractured while being used on a patient's bone during a procedure. The surgery was completed with an unknown device. The surgeon made a new hole at another point on the patient's bone after the removal of the fractured tap. The delay to the procedure is unknown. The patient did not retain a foreign body.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.